Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin pump cartridge was leaking at the cartridge end after a supply change, and insulin was observed at the distal end of the tubing before the patient replaced the cartridge and infusion set, after which blood glucose stabilized at 160 mg/dl with no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included patient-managed resolution with replacement supplies provided. Investigation included collection of device history and request for return and visual inspection of the affected cartridge. Investigation of this case revealed evidence consistent with a suspected leak at the cartridge interface, with no reported injury. It was concluded that the event involved a device component failure related to the cartridge with user replacement resolving the issue, and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.